Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). Replacement surgery was done. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.